Event description:
It was reported that during normal device change-out due to eri, the lead could not be removed from the device header. Multiple attempts were done and was successful. After connection was made, lead exhibited impedance anomalies. Lead was then again disconnected and upon inspection, lead damage was noted. Lead was capped and replaced. Patient condition is fine.

Manufacturer narrative:
A partial lead measuring 13.0cm was returned for analysis. A fracture of the outer coil was noted adjacent to the crimp sleeve to the connector ring consistent with fatigue. This fracture is consistent with the observation from the field of impedance anomaly.